Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a 199:117:284:0000 failure code. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module printed circuit board (uim pcb) and the u65 software . To correct the condition, the uim pcb and u65 software were replaced. If any additional information is received, a follow-up MDR will be sent.